Manufacturer narrative:
A patient¿s system auto reducing was reported to abbott. They observed the message ¿strength is off¿. Technical service advised patient that typically with this message reprogramming assistance is needed, but the rep can verify battery level during their meeting. The rep met with the patient and x-rays were taken. The provider decided to replace the system with a bsc system. As of (B)(6) 2023, the surgery had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced autoreducing from their scs lead. Surgical intervention may take place at a later date to address the issue.